Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) ...device breakage ("during essure removal, platinum band detached from the rest of the insert and could not be retrieved from the right uterine horn/a piece of the device was left in the patient's uterus")...in a (B)(6) female patient who had essure (batch no. 628310) inserted. Medical conditions: patient was not allergic to nickel. The reporter commented: the ablation of uterine tubes was due to suspected allergy to nickel although allergy test negative. Bilateral salpingectomy via laparoscopy with resection of uterine horns for removal of essure inserts was performed; a small marker, i.e. The platinum band, persisted on the right uterine horn. Otherwise, the rest of the insert was removed in one piece. Essure damage was diagnosed on control tests after salpingectomy for removal. The distal platinum band device was damaged, the distal band (end facing uterine cavity) was found to be missing on x-ray of the uterine tubes. The patient had no injury. Pathological anatomy examination is ongoing, the uterine tubes were sent to the pathological anatomy unit, however, they have to be sectioned, of course, for examination, and the integrity of the inserts, which are inside the tubes, cannot be preserved. Three weeks after the procedure, the patient complained of recurrence of the symptoms of allergy and would prefer to complete the surgery with hysterectomy and bilateral ovariectomy. She has taken an appointment to that end. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for nickel, titanium and mercury. Quality-safety evaluation of ptc: lot number 628310 production date: oct-2008 expiration date: oct-2011. Sample not available. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of product technical complaint was received. On 27-mar-2017: significant new information - events added, new reporter added, consumers initials updated. On 24-mar-2017: batch number correction after clarification: 3159669 (one of the two numbers reported by physician on device breakage questionnaire) was not a valid batch number and was deleted. On 4-apr-2017: eye pain was added as event by patient, and "difficulty walking" was added to event "paralysis of feet". Gynaecologist wants to be contacted on 5-apr-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous report, now medically confirmed, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced numerous allergies; episodes of choking; crohn's disease; septicaemia with c-reactive protein at 487; episodes of pyelonephritis; and paralysis of the feet. Eight years after insertion, the allergy issue led to coil removal via bilateral salpingectomy. During the procedure, the platinum band detached from the rest of the insert and could not be retrieved from the right uterine horn and a piece of the device was left in the patient's uterus (seen as device breakage). The above events are serious due to medical significance or disability. Allergy events and device breakage are anticipated in the reference safety information of essure, the other events are unanticipated. The essure insert consists of a nickel-titanium alloy and allergic reactions to essure mostly refer to nickel sensitivity, which proved negative in this patient. However, allergy symptoms reoccurred 3 weeks after incomplete essure removal, therefore, given that allergy to other components cannot be fully excluded in a patient with multiple allergies, the causality is conservatively maintained as related. Considering the device breakage, this occurred during the removal procedure and resulted in incomplete removal (recognized later, on post-surgical x-ray of the excised tubes), whereupon a new surgical intervention was planned. Considering this information, its causality is considered related. Considering the other serious events, all of systemic nature, a causal role of the local essure coils is unlikely (unrelated). The case was classified as incident because of surgical device removal. Numerous non-serious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ("numerous allergies"), choking ("episodes of choking"), crohn's disease ("crohn's disease"), sepsis ("septicaemia with c-reactive protein at 487"), pyelonephritis ("episodes of pyelonephritis") and diplegia ("paralysis of the feet") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On (B)(6) 2009, 8 days after starting essure, the patient experienced choking (seriousness criterion medically significant) and syncope ("episodes of fainting"). In (B)(6) 2009, the patient experienced crohn's disease (seriousness criterion disability). In (B)(6) 2009, the patient experienced sepsis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("the patient gained 20 kg"). On (B)(6) 2017, the patient experienced allergy to metals ("allergy to nickel, titanium and mercury"). On (B)(6) 2017, the patient experienced device breakage ("during essure removal, gynecologist dropped platinum ring with silver and tin solder in tube and was unable to retrieve it (essure ring was never found)") and complication of device removal ("during essure removal, gynecologist dropped platinum ring with silver and tin solder in tube and was unable to retrieve it (essure ring was never found)"). On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and clinically significant/intervention required) with pruritus generalised, pyelonephritis (seriousness criterion medically significant), diplegia (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), choking sensation ("episodes of choking sensation"), cough ("problems with cough"), skin discolouration ("purple extremities"), paraesthesia ("pins and needles and tingling in the legs"), burning sensation ("burning sensation in the legs"), back pain ("lumbago"), mouth swelling ("swelling of the oral mucosa"), pain ("pain all over her body"), face oedema ("facial oedema"), skin disorder ("skin problems"), arthralgia ("intense hip pain"), migraine ("migraines"), liver disorder ("acute episode involving the liver and thyroid"), thyroid disorder ("acute episode involving the liver and thyroid"), peripheral swelling ("leg swelling") and abdominal pain ("abdominal pain"). The patient was treated with cortisone and surgery (essure was incomplete removed on (B)(6) 2017). At the time of the report, the multiple allergies, choking, crohn's disease, sepsis, pyelonephritis, diplegia, device breakage, complication of device removal, syncope, fibromyalgia, choking sensation, cough, skin discolouration, paraesthesia, burning sensation, back pain, mouth swelling, pain, face oedema, skin disorder, arthralgia, migraine, liver disorder, thyroid disorder, weight increased, allergy to metals, peripheral swelling and abdominal pain outcome was unknown. The reporter provided no causality assessment for multiple allergies, choking, crohn's disease, sepsis, pyelonephritis, diplegia, device breakage, complication of device removal, syncope, fibromyalgia, choking sensation, cough, skin discolouration, paraesthesia, burning sensation, back pain, mouth swelling, pain, face oedema, skin disorder, arthralgia, migraine, liver disorder, thyroid disorder, weight increased, allergy to metals, peripheral swelling and abdominal pain with essure. The reporter commented: the consumer wants us to tell her whether she should have her uterus removed or not, and what the risks are of keeping a device ring. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: c-reactive protein result was 487 (units not reported). Most recent follow-up information incorporated above includes: on 1-mar-2017: leg swelling and abdominal pain were added as events. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced numerous allergies, episodes of choking, crohn's disease, septicaemia with c-reactive protein at 487, episodes of pyelonephritis, paralysis of the feet. She had essure device removed, however during essure removal, gynecologist dropped platinum ring with silver and tin solder in tube and was unable to retrieve it (seen as device breakage). Only the events numerous allergies and device breakage are regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was not reported the frequency and the type of allergies. The device breakage occurred during essure removal procedure. Considering this information, a causal relationship with essure cannot be excluded. With regards to the other events, considering their pathophysiology and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because a part of essure device was removed (device removal was required). Additionally, non-serious events were reported. Further information and product technical analysis are being sought.